Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient's mother reported that her daughter's blood glucose was 20 mmol/l (360 mg/dl) and ketones 6.9 mmol/l. The patient had been wearing the pod on her abdomen for 24 hours. She replaced the pod successfully but soon developed nausea, vomiting, dizziness, lightheadedness, and headache, prompting an ambulance call. The patient was admitted to (B)(6) hospital for 24 hours in the emergency department with a diagnosis of diabetic ketoacidosis (dka) and elevated ketones. Treatment included intravenous (IV) insulin infusion. The pod was discarded at the hospital.